Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's wife reported that the patient experienced an infection. The implantable pulse generator (ipg) system was explanted and replaced with the leadless ipg. No further patient complications have been reported as a result of this event.